Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connectors. The device is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the apparent reason for return of broken connectors, and additionally noted that the connector had to be replaced before the incoming testing could be performed. Other general damage such as the hanger, several decorative elastomers in the lower case and that the lower case was cracked at the upper side at the battery compartment. All defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator was returned for service.